Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3886, lot# j0228009v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient¿s stimulator was not working and they had a return of pain. The patient got frequent infections with interstitial cystitis and was given oral medication for it. The patient programmer screen was blank and changing the batteries resolved the issue. The patient was able to increase stimulation and feel it comfortably. It was further reported that the patient did not have concerns with their device or therapy. The patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient didn¿t remember when their appointment was, but they helped the patient. The patient needed a new battery.